Manufacturer narrative:
B5: corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tray cardiovascular pack put together by the facility, containing this 4.4mm aortic punch accessory device, it was observed on product packaging that the device had an expiration date of january 2025. The custom tray was labeled with an expiration date of may 2025 along with other similar aortic punch accessory devices. It was stated that two devices of this lot with an expiration date of may 2025 are still in stock. No patient involvement was reported.

Event description:
Medtronic received information that prior to use of this 4.4mm accessory device, it was reported that "a customer tray cardio vascular pack" with an expiration date of may 2025 was being used and on examination, it was observed that one of the devices from the box had an expiration date of january 2025. It was stated that two devices of this lot with an expiration date of may 2025 are still in stock. No patient involvement was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.